Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number- 2017865-2020-06682. Related manufacturer reference number-2017865-2020-06685. Related manufacturer reference number-2017865-2020-06686. It was reported that the patient developed an infection and presented in hospital with the device pocket red and swollen. Bacterial culture confirmed staphylococcus aureus infection. The pacemaker was explanted, sterilized and disinfected and re-implanted. The atrial and right ventricular leads were explanted and replaced. During the operation on (B)(6) 2020, when implanting a new lead, the physician found abnormal sensing and impedance problem, the lead was replaced successfully. The patient was discharged.